Event description:
Additional information received reported that the patient had just met with the manufacturer representative to help restart his device. The patient forgot his programmer, was now at home, and was unable to communicate with the device or make adjustments. It was indicated that a por (power on reset) was showing on the recharger, but not the programmer. It was noted that the leads were tested and everything was okay. The patient was unable to adjust with the programmer, was getting the no communication screen, had tried multiple times, and then it seemed to work. It was noted that the patient¿s device might be too low for the programmer to communicate with the device and the patient should continue recharging it.

Event description:
It was reported ¿the unit had gone out.¿ additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3550-39, lot# n191249, implanted: (B)(6) 2009, product type accessory; product ID 3550-29, lot# n155423, implanted: (B)(6) 2009, product type accessory. (B)(4).